Event description:
The reporter stated that they had been working on the front forks of the chair and were delivering the chair back to the end-user. The dealer's tech smelled something coming from the chair and traced it to the battery box. The tech opened up the battery box and noticed the orange wire used between the two batteries was on fire. The dealer extinguished the fire outside the end-user's home. There were no injuries to the end-user, the end-user was not in the chair.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacture for evaluation.